Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the ins will not be returned as the customer discarded it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that there was a very quick discharge of a primary cell battery. There was an elective replacement indicator (eri). The patient used high frequency and amplitude. The eri was detected with a physician programmer. A rechargeable device was implanted and the issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. Regarding the cause, it was reported that, overall, the setting was on the maximum settings ("upper end") of the ins. The device settings included the following: 450 microseconds, 110 hertz, and an amplitude of 6 volts. The ins was not yet returned as the manufacturer representative did not receive the ins from the hospital. The ins was still at the hospital.